Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the existing implantable cardioverter defibrillator (ICD) exhibited a gradual rise in pace impedances on the right ventricular (rv) lead since implant. At implant, values were around 1200 ohms and now reached out of range values of 2000 ohms. Sensing and thresholds are stable. Boston scientific technical services recommended to increase the alert limit and continue to monitor the patient. No adverse patient effects were reported.